Event description:
Upon further review of this complaint report on 08-apr-2025, the event code ¿phaco aspiration/vacuum issue¿ was changed to ¿system message ¿ fluidics¿ as the sr mentioned sm 3478.

Manufacturer narrative:
FDA product code was changed from a1413 to a24. The company representative was able to confirm the reported system message (sm). However, the reported ¿unstable aspiration during ultrasound (u/s)¿ was not able to be replicated. The system was tested and found to meet product specifications. Therefore, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was found to have functionally exhibit no problems. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an ophthalmic system had unstable aspiration. The patient experienced rupture (eye unknown). Outcome of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).